Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced fluctuation blood glucose (bg) levels (52-300 mg/dl) on (B)(6) 2016. Customer consumed snacks to treat the low bg level, and administered a correction bolus to treat the elevated bg level. It was also reported that the customer experienced an elevated bg level of 266 (mg/dl) on (B)(6) 2016. Customer administered a correction bolus and changed basal settings to treat bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to contact health care provider to discuss the settings adjusted by the customer and to call tandem technical support for future bg events. Customer indicated that bg levels were returning to target range by the end of the call.